Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure (to retract) or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the customer was having pain since the pod was put on. The customer's blood glucose reached 395 mg/dl. When the pod was removed, it was noticed that the needle never retracted.